Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The thread fractured near the first or second thread toward the screw head. The screw threads appear to be excessively damaged near where the fracture occurred with some type of debris showing in the threads. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of supplied photo shows a fractured screw with screw thread and head in photo. The thread fractured near the first or second thread toward the screw head. The screw threads appear to be excessively damaged near where the fracture occurred with some type of debris showing in the threads. Nothing can be definitively determined with the supplied photo. No product was returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was fractured during surgery. There is no known impact or consequence to the patient. No further information is available at this time.